Manufacturer narrative:
Reprogramming was performed which solved the issue.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that non sustained oversensing on t-wave was observed. Reprogramming was suggested. No adverse consequences for patient reported.